Manufacturer narrative:
Concomitant medical products: product ID: 387360, lot# : va20dec, product type: screening device. Other relevant device(s) are: product ID: 387360, serial/lot #:(B)(4), ubd: 07-jun-2023, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A member of the patient¿s family reported the patient had been implanted with a spinal cord stimulation device ¿due to the sequelae of shingles diagnosis¿ and that there was no effect for eight days after surgery. It was noted the patient had ¿returned to the hospital for pressure adjustment several times and the symptoms became more serious.¿ the patient¿s doctor ¿said that there was no way to solve the situation.¿ it was unknown whether the patient received a more than 50% reduction in symptoms. Additional information received one week later from a healthcare professional (hcp), as reported through a manufacturer representative, stated that the rash on the patient¿s right lower back had caused persistent pain for more than 1 year. Additionally, impedance testing of the system was performed and found that ¿resistance was abnormal.¿ the lead was replaced as a result of the event and the issue was resolved; the resistance was normal following lead replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
H2. Correction: please note, conclusion code 11, method code 4118, and result code 3233 no longer apply to this report. H3. The returned lead (lot # va20dec) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.